Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller said they had seen a manufacturer representative (rep) "a couple weeks ago" and the ins didn't seem like it was "working as well." The rep tried reprogramming, and the rep said they think it could be that the lead might have moved. Caller said they are concerned when the ins battery will die, because when the rep checked they reported seeing "50 months" until caller's ins battery will die, but caller said they are coming up on having ins for 5 years and from prior experience they know it could die sooner than "50 months." Caller said that in (B)(6) 2018 or (B)(6) 2018 they were told that their ins was dead, but a "couple months prior" to that they had been told it reported having "48 months" left. Caller said that they feel their stimulation "going down the back of my legs." Caller said it was "positional" and that it is based on their body position. Caller said "most of the time" it is going behind down their right leg on the back of it. Caller said they can feel it when they sleep on their left side they "always feel it" down their right leg, but it is not too strong to keep them awake. Caller said it "moves and doesn't stay where it's supposed to." Caller said they are also "not going like I'm supposed to" and that they are not voiding all of it and have to go "2-3 times" and are doing "kegels from pregnancy days" to help and they have to "squeeze the inside of my thighs" and do "all the tricks." Caller said these symptoms have been going on since "(B)(6)" when they had surgery to remove a cancerous tumor in the small intestine and "ever since then" they have noticed symptoms. Caller said from the surgery they think they had to remove a portion of their bowel, gall bladder, and part of pancreas. Caller said when they saw the rep and adjustments were made, they could feel stimulation where the rep said it should be, but also felt stimulation on the "top of right foot" and then when they moved from their wheelchair to the car seat, they stopped feeling stimulation. Caller mentioned that their healthcare provider (hcp) was moving hospitals. Caller mentioned they had worked with another rep previously. Troubleshooting was unable to be performed as offered to assist caller in making adjustments, but caller decided they wanted to wait to get lead checked by hcp before making further adjustments. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1zxgy serial# implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller said they had seen a manufacturer representative (rep) "a couple weeks ago" and the ins didn't seem like it was "working as well." The rep tried reprogramming, and the rep said they think it could be that the lead might have moved. Caller said they are concerned when the ins battery will die, because when the rep checked they reported seeing "50 months" until caller's ins battery will die, but caller said they are coming up on having ins for 5 years and from prior experience they know it could die sooner than "50 months." Caller said that in august or september of 2018 they were told that their ins was dead, but a "couple months prior" to that they had been told it reported having "48 months" left. Caller said that they feel their stimulation "going down the back of my legs." Caller said it was "positional" and that it is based on their body position. Caller said "most of the time" it is going behind down their right leg on the back of it. Caller said they can feel it when they sleep on their left side they "always feel it" down their right leg, but it is not too strong to keep them awake. Caller said it "moves and doesn't stay where it's supposed to." Caller said they are also "not going like I'm supposed to" and that they are not voiding all of it and have to go "2-3 times" and are doing "kegels from pregnancy days" to help and they have to "squeeze the inside of my thighs" and do "all the tricks." Caller said these symptoms have been going on since "august 16th" when they had surgery to remove a cancerous tumor in the small intestine and "ever since then" they have noticed symptoms. Caller said from the surgery they think they had to remove a portion of their bowel, gall bladder, and part of pancre as. Caller said when they saw the rep and adjustments were made, they could feel stimulation where the rep said it should be, but also felt stimulation on the "top of right foot" and then when they moved from their wheelchair to the car seat, they stopped feeling stimulation. Caller mentioned that their healthcare provider (hcp) was moving hospitals. Caller mentioned they had worked with another rep previously. Troubleshooting was unable to be performed as offered to assist caller in making adjustments, but caller decided they wanted to wait to get lead checked by hcp before making further adjustments. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2023 patlr (B)(6) (con): additional information was received from the patient. They reported that it is possible that there was a lead migration. Patient stated that they have an appointment with their health care professional on 05/31.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.